Event description:
It was reported that the customer had low blood glucose levels. Customer delivered a 14.29 unit bolus which caused his blood glucose level to go low. Customer drank 3 cups of orange juice to stabilize blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.